Event description:
As reported for this event by the customer, when a culture test was performed for the device after reprocessing of the device, the device tested positive for over 250 cfu of low risk bacteria. There is no reported harm to any patient due to this event.

Manufacturer narrative:
The device will be sent to an independent laboratory to perform a culture test for the device for olympus. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information. Customer provided no information of their reprocessing method except the detergent used in pre-cleaning which clean up.

Manufacturer narrative:
The device is returned and evaluated. Manufacture date results of culture from independent laboratory and are available. This supplemental report is being submitted to provide this information. An independent laboratory performed for olympus a culture test for the device after the device was reprocessed per the directions of the instructions for use. The test results are as follows: operating channel: revivable micro-organisms 6 cfu/endoscope. Non-targeted identified: coagulase negative staphylococci. Conclusion: the microbiological quality from this channel can be considered satisfactory. Suction channel: revivable microorganisms 2 cfu/endoscope. Non-targeted identified: coagulase negative staphylococci. Conclusion: the microbiological quality from this channel can be considered satisfactory. Air/water channel: revivable microorganisms less than 1 cfu/endoscope. Conclusion: the microbiological quality from this channel is satisfactory. Auxiliary water channel: revivable microorganisms less than 1 cfu/endoscope. Conclusion: the microbiological quality from this channel is satisfactory. Total: revivable microorganisms 8 cfu/endoscope. For total result: with a number of viable microorganisms between 5 and 25 cfu/endoscope, in the absence of detectable indicator microorganisms according to the methods used, the results obtained comply with the alert level defined in instruction dgos/pf2/dgs/vss1/2016/220 of july 4, 2016. Conclusion: given the nature (non-pathogenic flora) and the number of microorganisms isolated, the microbiological quality of the endoscope can be considered as satisfactory for an endoscope subjected to intermediate level disinfection and rinsed with bacteriologically controlled water. Observations for the device: leakage from the distal end cover; insulation at distal end cover is less than threshold; cracks on light guide lens; charge couple device (ccd) unit cover lens is cracked; adhesive of distal end rubber coating (a-rubber) is discolored; wrinkle in connecting tube 10 mm from glue; air/water cylinder and suction cylinder are deformed; universal cord has wrinkle; and connecter plug unit has damaged housing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Correction to d8, d8 was inadvertently left out of the report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.